Event description:
Impedance measurements were high. The implantable neurostimulator was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See manufacturer's report # 3004209178201004599 for event outcome.

Manufacturer narrative:
(B) (4).